Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. However, corroded motor home switch noted during visual inspection. The insulin pump was received with severely scratched lcd window and scratched casing. No moisture damage noted on electronic assembly during visual inspection.

Event description:
It was reported that the customer had high blood sugars and was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that the customer was vomiting all day prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.